Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller to inspect and clean the pneumatic tap area, remove the o-ring, and follow on-screen instructions to complete the cartridge loading process. The caller was able to successfully load the cartridge onto the pump and resume insulin.